Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported event of deflation were reviewed. The patch information is not visible in the photo. Visual analysis of the photographs identified red particles on the surface shell, and crease fold. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, corrected, and/or changed data: b.5., d.7., h.6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "small amount of periprosthetic fluid" and "implant was firmly adherent." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿left side rupture¿. Device remains implanted.